Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the lay user/patient¿s product has been returned and was evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption in the meter memory. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.